Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited "error 1861". Patient stated his tubing was slightly disconnected and went to the emergency room. Per reporter , they were able to clean the connection site and get the pump running again. The pump would not power off or respond to any buttons pressed. Troubleshooting was performed but got error message "motor locked, remove all power." This event occurred at patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.